Event description:
The leads have been replaced twice due to migration. He was concerned that his device was overdischarged, but was recharging just fine. Additional info has been requested.

Manufacturer narrative:
(B)(4).